Event description:
The complainant reported that a vaxcel pasv PICC was therapeutically placed in a pt (age and gender unk) in 2006. Two months later, a fluoroscopy was performed, which showed that the distal end of the pt's PICC had knotted/twisted, at which time the pt was taken to surgery and the device was successfully removed from the pt. Other than having to have the device surgically removed, there were no reported adverse affects to the pt as a result of the reported malfunction.

Manufacturer narrative:
The complainant reported that the device will not be returned for evaluation; consequently a physical evaluation will not be performed. We are unable to determine if the device met its specifications. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.